Manufacturer narrative:
The insulin pump was received with an intermittent button response and button error alarm due to the corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 122 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that she had been waiting in line for rides because she is at an amusement park and was sweating a lot. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.